Event description:
A malfunction was reported with a code displayed as malf 0, and it was confirmed that the pump could not be reset. There was no information available regarding whether there was an adverse impact on the customer¿s blood glucose level. Tandem technical support arranged for the pump to be replaced while the customer planned to use mdi as a backup therapy to maintain insulin delivery. The pump was confirmed to be under warranty, and the customer was instructed on how to put the pump into storage mode and return it using a pre-paid label within ten days.